Manufacturer narrative:
Date of event the exact date of the event was not reported. The lot information is unknown therefore a lot number device history record and ship history review to identify potential lot could not be conducted. The subject device was not received for investigation; therefore, no physical or visual analysis of the product could be performed. An existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease related adverse event. A probable cause of adverse event related to patient condition was assigned to this event.

Event description:
It was reported that post photoselective vaporization of the prostate surgery the patient returned to the hospital with what is perceived to be urosepsis. The patient did not have an active urinary tract infection or prostatic infection at the time of the procedure. There were no difficulties encountered during the procedure that could have contributed to the reported event. The procedure was successfully completed with no clinical consequences to the patient. Reportedly, this was not believed to have any direct relation to the greenlight procedure. There was no information regarding the status of the patient.

Manufacturer narrative:
Date of event the exact date of the event was not reported. The facility and lot information are unknown therefore a lot number device history record and ship history review to identify potential lot could not be conducted. The subject device was not received for investigation; therefore, no physical or visual analysis of the product could be performed. An existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease related adverse event. A probable cause of adverse event related to patient condition was assigned to this event.

Event description:
It was reported that post photoselective vaporization of the prostate surgery the patient returned to the hospital with what is perceived to be urosepsis. Reportedly, this was not believed to have any direct relation to the greenlight procedure. There was no information regarding the status of the patient.